Event description:
The customer¿s olympus sales representative reported to olympus during installation, no image on a asset evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot. The customer¿s olympus sales representative reported during installation of a loaner scope had a issue. Tac instructed the olympus sales representative to send the unit back and have it replaced with another scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 10 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.